Event description:
It was reported that the monitor did not alarm for asystole. A heart rate of 40 was displayed. It was reported that the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.